Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately high. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) on (B)(6) 2012. The patient stated that the alleged issue began at 8 a.m. On (B)(6) 2012. The patient reported obtaining a blood glucose (bg) result of "207 mg/dl" on the subject meter and immediately after obtaining bg results that were 20 points different (the patient was unable to recall the exact results). The patient mentioned to the mss that she believed all three of her ultramini meters were reading inaccurately high, based on how she was feeling when she tested her bg. The patient reported managing her diabetes with 80 units of lantus insulin every night and humalog insulin (self adjusting). The patient denied making any changes to her normal diabetes management as a result of the alleged issue. The patient said, she was testing her bg 4 times a day at the time of the alleged issue (she now tests every 2 hours) and that her normal results are between 130-160 mg/dl. The patient claimed that she woke up on (B)(6) 2012 between 7-8 a.m. Feeling "funny" and tested her bg and obtained a result in the "90's mg/dl" range which the patient stated is very low for her. The patient mentioned that she tried to treat the "low bg" with a "15 glucophage drink" and 2 chocolates, but was unsuccessful in getting her glucose level up. The patient stated that she became concerned that she could not get her glucose level to raise quick enough and so she called emergency medical services (ems), while on the phone with ems the patient reportedly "fainted." The patient thinks that she was unconscious for 8-10 minutes before ems arrived. When ems arrived they obtained a "low bg" (patient was unable to recall exact result) and transported her to the hospital. The patient was unable to remember what her bg was when she arrived at the hospital. The patient reported being treated with a glucagon injection while she was at the hospital and that her bg was up to "140 mg/dl" (on the hospital meter) after the injection. The patient stated that she was discharged from the hospital on (B)(6) 2012 around 1 p.m. The patient also mentioned that she had given herself her normal 80 units of lantus the night before (no humalog) and that her bg was "150 mg/dl" the night before. At the time of troubleshooting the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measurement and that the patient was using an approved sample site. Replacement product was sent to the patient. This complaint is being reported as an adverse event because, the patient reportedly fainted while on the phone with ems and was treated at a hospital for low blood glucose after the alleged issue began.

Manufacturer narrative:
(B)(4) 2012 lifescan (lfs) device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis between (B)(4) and (B)(4) 2012. The meter and test strips have passed with the following findings: the meter and test strips have passed testing with no faults found. If lfs obtains additional information regarding this complaint a follow up report will be submitted. At this time, lfs considers this matter closed.